Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facslyric¿ acquired cross contamination between samples. The following information was provided by the initial reporter: contamination questions from smax: were samples contaminated? Yes. Patient samples questions from smax: are there erroneous results on patient samples from diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? Not applicable. Was there any physical harm/injury to the patient due to the issue? No. Is this instrument used for clinical testing? Yes. Bd notified date (per fse) 06/21/2022. Bd notified time (per fse) 1pm.

Manufacturer narrative:
H.6 investigation summary: investigation summary: ¿ scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518, serial # (B)(6) ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 24jun2021 to 24jun2022. ¿ complaint trend: there are 10 complaints related to the issue of carryover for part # 663518; pr# (B)(4). Date range from 24jun2021 to 24jun2022. ¿ manufacturing device history record (DHR) review: DHR part # 663518, serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, and the root cause of carryover was blocked tubing at the pinch valve for the sample injection tube (sit) flush, thus preventing the sit flush from completely rinsing the sit. Pinch valves connect the sit to the aspirator pump, which aspirates waste from the sample line. Therefore, incomplete rinsing of the sit due to a blocked valve will contribute to flow rate and backflow issues. The field service engineer (fse) reset/repositioned the pinch valve on the tubing to allow proper rinsing. After the repair, the instrument was tested and was performing as expected with no contamination. No parts were requested for evaluation because no parts were replaced. Although there were erroneous results produced from diagnostic tests on patient samples due to this issue, there was no delay in patient treatment due to any unexpected results. Moreover, no patients or users were harmed due to the carryover. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02506306, case #: (B)(4) install date: (B)(6) 2021 defective part number: n/a work order notes: o subject / reported: cross contamination between samples o problem description: cross contamination between samples o work performed: reset the tubing in the pinch valve for the sit flush. Completed testing of the system in accordance with the applicable bd manual. Cst performance and abort count completed successfully. O cause: the pinch tubing is not opening completely causing the sit flush to not completely rinse the sit. O solution: completion of the work above resolved the reported problems. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # 10000063058ra, rev. 07/ver. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o azure ID: (B)(4) o ID: (B)(4) o reg status: ivd; ruo o hazard: incorrect output for samples up to 1.5ml or less. O cause: sample carryover error - fluidic. O harmful effects: events appear in wrong tube (false positive result). O risk control: o proper sit flushing between samples. O droplet containment to manage back dripping into samples. O req link (azure ID): o (B)(4) sample pause/resume o (B)(4) standard carryover o implementation verification: o (B)(4) o (B)(4) sit backflow control o effectiveness verification: o (B)(4) o (B)(4) o probability: (B)(4) o severity: (B)(4) o risk index: (B)(4) o residual risk evaluation: a o new hazards: none mitigation(s) sufficient yes no ¿ root cause: based on the investigation results, the root cause was determined to be blocked tubing at the pinch valve for the sit flush. ¿ conclusion: . The fse confirmed the issue and reset/repositioned the tubing in the pinch valve. No one was harmed or injured, and no medical diagnosis or treatment was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level. ¿ supporting document: n/a.

Event description:
It was reported that bd facslyric¿ acquired cross contamination between samples. The following information was provided by the initial reporter: contamination questions from smax: were samples contaminated? Yes patient samples questions from smax: are there erroneous results on patient samples from diagnostic test? Yes was there any delay of treatment due to the issue? No if patient samples were redrawn, was there any change or delay of treatment? Not applicable was there any physical harm/injury to the patient due to the issue? No is this instrument used for clinical testing? Yes bd notified date (per fse) 06/21/2022 bd notified time (per fse) 1pm.